Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic gastrectomy procedure while patient was under general anesthesia, the thermal shield of the ultrasonic surgical device fell off into the patient's small intestine surface that was retrieved using forceps. The procedure was delayed for about 15 minutes and the procedure was competed using a competitor's device. Furthermore, after 2 hours of operation, the device showed charcoal on the tip and the telfon was burnt. There were no unplanned diagnostic imaging to locate the device and there were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, d10, h2, h6, h11. Corrected field: h6 component code. The device was not returned to olympus for inspection; therefore, the analysis was conducted based on the complaint information and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is possible that repeated use caused the temperature at the tip of the treatment area to rise excessively, and when some external force (such as the weight of the device being placed on it) was applied while the pad holder cover was melted, it came off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.